Event description:
The bedside nurse was attaching bd primary tubing (ref # (B)(4) she had primed with an antibiotic to the patient's IV (intravenous). Upon attaching, she noted that the tubing was back flowing blood from the patient's IV (intravenous). When she was troubleshooting at the attachment site, the luer lock was secure and the tubing itself popped right of out the luer lock piece leaving the luer lock attached to the patient's IV (intravenous) access. The tubing is associated with the lot 24015351. The patient was not harmed in any way.